Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was in and out of the hospital for a week due to an infection at his catheter site. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient did not have an exit site infection. The pdrn stated the patient presented to the ER on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1816 u/l, polymorphs = 71%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with a single dose of intraperitoneal (ip) vancomycin 1750 mg and ip ceftazidime 2000 mg daily for 5 days. The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2023 for enterococcus faecalis and pseudomonas aeruginosa, and the patient¿s antibiotics will continue for 21 days total. In addition, the patient was prescribed oral amoxicillin 500 mg and ciprofloxacin 250 mg twice daily for 14 days. A repeat peritoneal effluent cell count from (B)(6) 2023 revealed the patient¿s wbc had decreased to 73 u/l, and the polymorphs had decreased to 34%. The patient continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2023 in stable condition. The patient is recovering from the serious adverse events and continues to utilize the same liberty select cycler at home without reported difficulty. The pdrn attributed causality to the patient¿s failure to wear a mask during initiation and completion of treatment, as well as poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.